Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Four batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that (B)(4) failed to meet specifications; the battery failed functional testing due to the battery exhibiting a 5% max error, indicative of a unit that is out of calibration. This was an incidental finding and did not contribute to the reported event. Analysis of the remaining devices revealed that (B)(4) met specifications; the batteries and controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files which revealed power up and motor start events. Furthermore, data logs showed that each power loss event was associated with a simultaneous disconnection of power sources. The result was a controller power up and motor start once power was reconnected. The most likely root cause of the power up events is a double battery disconnect by the patient. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.

Event description:
Approximately eleven months post hvad implantation, the site reported that review of the log files revealed that the patient had experienced a loss power. The controller and batteries were removed from the patient and new set was supplied. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.